Event description:
This report summarizes 8 malfunction events, where it was reported the brakes had reduced brake force or the brakes do not remain engaged. There was no patient involvement.

Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 6 devices were functionally/visually inspected in the field. The devices were repaired and returned to use. 1 device was functionally/visually inspected in the field; no defect or malfunction was found. 1 device was not evaluated and no cause was determined, as the customer did not make the device accessible for testing. There was no remedial action taken. This device is not labeled for single use.

Manufacturer narrative:
One unit was initially reported as the device not being accessible for testing, but the customer later clarified that this was reported in error and the unit was fully functional. The section h codes and number of events summarized have been corrected to reflect this.

Event description:
This report summarizes 7 malfunction events, where it was reported the brakes had reduced brake force or the brakes do not remain engaged. There was no patient involvement.